Manufacturer narrative:
(B)(4). G2: foreign - event occurred in greece. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during maintenance it was discovered that the device needed repair for damaged width plate - 1,2,4 inch; worn reciprocation arm, and a calibration error. There was no patient involvement. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.